Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarms due to corroded keypad traces. No numbers scrolled during testing. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, slightly scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose value at the time of incident is unknown. The customer states that he pressed a button and the numbers kept scrolling before the alarm appeared. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.